Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 153 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.